Event description:
It was reported, that during testing. The tip of the device broke without external influence. It was further reported, that this event did not occur, during a surgical procedure. And there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that during testing the tip of the device broke without external influence. It was further reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.